Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported event. The fluidics module was replaced as a diagnostic measure. The system was then tested and met all product specifications. The fluidics module will be returned for in house testing. An investigation is in process. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A biomedical engineer reported during a case the unit made a loud noise and was not getting any phaco power. As a precaution, the system was exchanged and the case was completed with a 2 minutes delay. There was no harm or impact to the pt reported.